Event description:
Related manufacturing reference number: 2017865-2023-37197 it was reported during an initial implant procedure that the helix of the right ventricular (rv) lead failed to extend. This was discovered prior to insertion into the body. Additionally, it was noted that the left ventricular (lv) lead became dislodged during the procedure. The dislodgement was discovered using fluoroscopy. The rv and lv lead were not used, and two new leads were successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.